Event description:
Info was received that reported a pt sought medical treatment on (B) (6) 2010 due to an incident of hyperglycemia. The pt awoke with a blood glucose >280 mg/dl. She attempted to troubleshoot throughout the day and her blood glucose continued to rise. She was removed from the device and treated with insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.

Manufacturer narrative:
(B) (4). Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the evaluation.